Manufacturer narrative:
UDI: (B)(4). Lot unknown. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.

Event description:
Implant broke during insertion. Complaint form sent to rep per complaint form: when placing the revision screw, the screwdriver made a popping noise which was the tip of the driver breaking. The tip was stuck in the screw and we had to attach a rod to remove. We broke off the head of the screw attempting to remove and then used a reverse threaded removal tip in order to remove the screw shaft.